Event description:
I've been using abbott labs libre3 plus cgm (continuous glucose monitor) for a year and a half and have experienced a 60-70 % failure rate on their monitors. This can have, potentially, serious ramifications, and possible life threatening results.